Event description:
It was reported that the patient experienced a syncopal event and received multiple shocks from the device. The patient was hospitalized. During the hospitalization, the patient's drug treatment was modified and some diagnostic tests were done. The device remains in use. It was noted that the patient was a part of (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.